Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: 180553, comp lk scr 3.5hex 4.75x30 st, lot #: 451680. Catalog #: 180552, comp lk scr 3.5hex 4.75x25 st, lot #: 651170. Catalog #: 180551, comp lk scr 3.5hex 4.75x20 st, lot #: 641470. Catalog #: 180554, comp lk scr 3.5hex 4.75x35 st, lot #: 390400. Catalog #: 010000589, comp rvrs 25mm bsplt ha+adptr, lot #: 621330. Catalog #: 115326, comp rvrs shldr glnsp +6 41mm, lot #: 513060. Catalog #: xl-115366, acrom xl 44-41 std hmrl brng, lot #: 812470. Catalog #: 115370, comp rvs tray co 44mm, lot #: 547270. Catalog #: 113636, comp primary stem 16mm mini, lot #: 004810. Catalog #: 115310, comp rvrs shldr glnsp std 36mm, lot #: 870550. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: , 0001825034-2020-02383, 0001825034-2020-02384, 0001825034-2020-02385, 0001825034-2020-02387.

Event description:
It was reported from the x-ray received that there is a confirmed fracture of an inferior screw in the glenoid, loosening of another screw, and lucency surrounding the central screw. A revision is planned. No additional information available at this time.

Event description:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event. The central screw was voided as the x-ray identified possible loosening.

Manufacturer narrative:
(B)(4). Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event. The central screw was voided as the x-ray identified possible loosening.